Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be recreated without first allowing the mobile view station (mvs) to be unplugged long enough to drain its batteries. It was discovered that the site's wall outlet used to power the system was not functioning intermittently leading to the system's batteries not being charged. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the mobile view station (mvs) was not displaying anything with the power on and made a clicking noise after booting up. The mvs cart's light indicated it was receiving power. The image acquisition system (ias) showed that it was connected, but not ready. There was no patient involvement.